Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that false atrial fibrillation episode due to inaccurate detection of r-waves was observed. The episode was sent for abbott tech services recommendation. Patient was stable. Further information is not available yet.

Event description:
New information received notes that programming changes were made. Patient was fine.